Event description:
Overdelivery reported. The pump was initially set to infuse a maintenance solution at 50ml/h on line a, a magnesium sulfate loading dose of 6g in 250ml at 500ml/h on line b, and pitocin (concentration unspecified) at 6ml/h on line c. The magnesium sulfate loading dose completed as expected. The pump was then set on line b to infuse a mixture of magnesium sulfate 20g in 250 ml to run at 25ml/h. The pt had been uncomfortable and was experiencing nausea throughout the day. The pitocin had been titrated up for induction of labor. A nurse reports that approx 30 min after the second magnesium container was hung, the pt's nausea had increased and she was experiencing dry heaves. It was observed at that time that the second container was almost empty. The pt progressively became lethargic and unresponsive. She was given calcium gluconate, dosage not specified. Over the next 2 to 3 hrs the pt's level of consciousness returned to normal; she did not recall the event. The pt recovered and later delivered the baby without incident. No adverse sequelae to the pt or baby were observed. No add'l info was available.